Manufacturer narrative:
Product event summary: the full delivery system was returned was returned and analyzed. Analysis indicated the delivery system inner shaft was mechanically kinked/bent. The delivery system outer shaft was kinked/buckled. The device cup of the delivery system was damaged. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm, 6 cm, 7 cm,8 cm, 9 cm and 12.2 cm from the distal end of the delivery system. The device cup is damaged/misshape. The inner shaft is kinked/ bent at 1.5 cm, 2.6 cm and 3 cm from the distal end of the recapture cone. Due to the distal portion of the delivery system in bad condition, the articulation test could not be performed. The micra introducer was not returned with the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the delivery system (ds) would not "track" through the introducer. It was noted the patient had a slightly tortuous anatomy. A new introducer was attempted, however it was noted the ds "buckled" and would not advance. The ds was attempted / not used and replaced with a new ipg and ds which after a little effort was successfully placed. No patient complications have been reported as a result of this event.